Event description:
Mps reported grinding noise and shaking from arm when cutting. Mps is not sure where the noise is coming from. Case type unknown. Surgery to be completed robotically. Case number: (B)(4). Update 16/july/2020 wg: fse notes: "successfully completed mako system pm per service manual. Noticed a brake release "yellow" indicator on j6. Re-surfaced j6 brake and re-gapped and re-cabled. Cleaned all fiber optics and buffed camera lens. Successfully completed all checks, verifications and calibrations per service manual. Replaced cap on hybrid cable pt#207307. Pm was performed in conjunction with service visit to correct arm shaking and making noise complaint. System is ready for clinical use."

Manufacturer narrative:
Reported event: it was reported, "mps reported grinding noise and shaking from arm when cutting. Mps is not sure where the noise is coming from. Case type unknown. Surgery to be completed robotically. Product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: n/a. Work performed: checked the arm for transmission and friction values and adjusted/calibrated as necessary for optimal operation. I adjusted the angles on j2, and the tension on j3, j5, and j6 per specifications in service manual. Re-ran all corresponding tests. Also, successfully completed a kinematic calibration on both right and left sides. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: review of the device history records indicate p/n: 209999, rob was inspected and accepted into final stock on 15 december 2011 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 209999, rob shows 0 additional complaints related to the failure in this investigation. Conclusions: the failure was not confirmed through onsite pm inspection from the field service engineer however, the fse checked the arm for transmission and friction values and adjusted/calibrated as necessary for optimal operation. Additionally, the fse adjusted the angles on j2, and the tension on j3, j5, and j6 per specifications in service manual. All testing was successfully completed along with a kinematic calibration on both right and left sides. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use.. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported grinding noise and shaking from arm when cutting. Mps is not sure where the noise is coming from. Case type unknown. Surgery to be completed robotically. Case number: (B)(4). Update 16/july/2020 wg: fse notes: "successfully completed mako system pm per service manual. Noticed a brake release "yellow" indicator on j6. Re-surfaced j6 brake and re-gapped and re-cabled. Cleaned all fiber optics and buffed camera lens. Successfully completed all checks, verifications and calibrations per service manual. Replaced cap on hybrid cable pt#207307. Pm was performed in conjunction with service visit to correct arm shaking and making noise complaint. System is ready for clinical use."